Event description:
It was reported that one cassette malfunctioned on same day as a dose increase, where the pump was stating there was a kink in the line. Assured reporter there was no blockage. A new mix was made and tried on both pumps which worked fine. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (Catalog number and UDI number), and PMA/510(k) number are unknown. Operator of device is patient/consumer.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. No lot number was provided; therefore, DHR (device history review) could not be performed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.